Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery that is 80% stenosed. During the procedure the 20/30 indeflator was attempted to be rounded up to 25 bar, but the device would only reach up to 20 bar slightly decreasing. A second attempt was made; however, the indeflator could only hold up to 20 bar and then couldn't hold pressure. Another non-abbott indeflator was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.